Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had high blood glucose level of 23 mmol/l. Customer stated that the insulin pump was not vibrating. Customer tried multiple times with self test and it seems to be intermittent and did not vibrate the last 2 times. Customer did self test and did no vibrate during vibrate test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. All audio tones were heard during the self test properly, however vibration not noted during self test, problem isolated to electronic assemblies. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomalies noted. No pump error 63 noted during self test or in insulin pump history files.